Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Event description:
Boston scientific crm received information that during the implant procedure, this device displayed high out of range impedance measurements. Despite several attempts to reconnect the device and lead, a decision was made to replace this device. This device was removed and replaced. Post device replacement measurements were within normal range. The device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of this device identified no anomalies. The set screws functioned normally and the seal plugs were undamaged. The distal atrial setscrew was removed and both the setscrew and associated connector block were microscopically examined. The setscrew and connector block were confirmed to exhibit signs of cross-threading. It was concluded that the reported clinical allegation was a result of cross threading of the set screw and the resultant incomplete connection to the lead. No further analysis was performed.